Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: image blackout; fluid invasion in segment section; fluid invasion in control body; pve electrical pin corroded; control body severe corrosion inside; ccd circuit board corrosion; failed dry leak test; pve electrical connector frame has severe corrosion; endoscope failed electrical safety test - plct; failed wet leak test; leak at biopsy channel (large/ primary) inlet side leak at biopsy channel (large/ primary) distal side; primary operation channel resistance; segment corroded; fluid invasion in pve connector; # 2 remote control button cover cracked; #4 remote control button not working; fluid invasion to insertion tube; customer complaint confirmed; fluid invasion in umbilical light guide cable; fluid damage to light carrying bundle; #3 remote control button not working; #2 remote control button not working; #1 remote control button not working; up/ down guide plate corroded; insertion tube root brace cut. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec-3890li. In the event reported, the user stated black fluid coming out of scope. The timing of the event was during the reprocessing in the reprocessing room. There was no adverse event reported with this complaint. No other information provided with this complaint.